Manufacturer narrative:
UDI - the lot number is unknown for the reported product code. The actual device and an unused sample were returned to the manufacturing facility for evaluation. Visual inspection of the actual device revealed that the catheter was ruptured at 7mm from the catheter-hub. The ruptured segment was measured to be 18mm. The total length of the catheter is 25mm long, this determined that there was no other segment missing. There were no other anomalies found that would cause the reported defect. Microscopic inspection of the cross cut section of the catheter revealed the catheter to be deformed elliptically, while the cutting surface was smooth. Functional testing was conducted. The catheter of a retention sample was cut with scissors. The cutting surface was observed to be similar to the actual sample. A review of the device history records for the past five years was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that the catheter split on the i.v catheter. Follow up communication with the user facility reported: after two days of catheter being placed under the skin, the patient started to suffer redness around the skin where the needle was inserted; upon removal, it was found that the catheter portion had ruptured approximately 5mm away from the hub, while the separated fragment had protruded 1cm above the skin surface; no removal resistance was felt; it was confirmed that the length of the segment removed from the patient and the segment that partially remained on the hub were combined and was the same length as a non-used catheter which determined there was no other segment in the patient; the patient is currently in their medical follow-up; no health injury had been reported; and it has been reported that the patient is fine.